Event description:
Rv unipolar lead impedance warning on (B)(6) 2021. Impedance was 190ohms (threshold of 200ohms - historical range of this impedance 200-250ohms). All other atrial lead measurements within expected ranges and atrial lead functioning as (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).